Event description:
It was reported that stent dislodgement occurred. A 28 x 4.50mm rebel stent was selected however it was noted that the stent came off the stent delivery system (sds) balloon.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).